Event description:
It was reported that the pt underwent surgery for lung cancer in 2005. During the procedure the tip of the epidural catheter had been laid on the absorbable hemostat. The medications that were injected through the epidural catheter were xylocaine, droperidol and morphine hydrochloride. Two days later, the pt presented with paralytic symptoms. The patient underwent additional surgery and it was reported that hardened absorbable hemostat was removed from around the fourth thoracic vertebra.